Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, e1, e3, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that the t.w. Power supply has repeatedly failed to function properly. Generator powered on, but they do not know if there was beeping. Pigtail cords were changed and cord from pigtail to device was changed, device still didn¿t work.. There was no patient harm the customer has switched to a new device.

Manufacturer narrative:
(B)(4). Updated field: b5, g3, g6, h2.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6) medical center of. (B)(6).

Event description:
The hospital reported that the t.w. Power supply has repeatedly failed to function properly, affecting multiple pigtails and cords. No harm occurred. The customer has switched to a new device.